Manufacturer narrative:
Correction: cancel MDR. MDR is a duplicate of 1213809-2017-00065.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that silicone was on the seal of the body of a bd syringe luer-lok¿ tip before use. No injury or medical intervention.